Event description:
Pt brought to facility with a t 8-9 dislocation fracture. Taken to surgery on day of admit to stabilize spine in area of t 8-9. Among other procedures, the pt underwent a left anterior lateral plate fusion (t 8-9-10), rod and hook fusion from t 7-8-9-10-11), use of a cross-link, fusion of t8-9-10 with rib and iliac crest grafts. Approx 7 days prior to 2/12 surgery, pt developed a hemothorax and was treated conservatively to resolve. When unsuccessful, pt taken to surgery, where a 3/8" hole was found in the aorta at the level of the plate. Attempts to repair were unsuccessful as the pt became hypotensive, acidotic and developed a coagulopathy. He expired 2/12/95.